Event description:
It was reported that: "patient information, sex: unknown, disease name: ruptured aneurysm (lesion site: unknown, lesion size: unknown), procedure: emergency procedure, micro catheter: unknown, assist stent: unknown, y connector: unknown, used coils: unknown, description: in this case, emergency coil embolization was performed for a ruptured aneurysm. The optima 2.5×4 passed the pre-use check, and the xcel detachment controller illuminated green upon connection. After the optima 2.5×4 was inserted into the aneurysm, the xcel again illuminated green when connected, and the normal detachment tone was confirmed. However, when attempting to withdraw the delivery pusher, the implant coil had not detached; a single coil loop protruded beyond the aneurysm sac, and the coil subsequently separated from the delivery pusher, consistent with coil stretching and fracture. The physician judged that a single protruding loop would not pose a clinical problem and continued the procedure. The procedure was prolonged by 5 minutes due to this event." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference#: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number: f250300615 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.